Event description:
It was reported that at device changeout and lv lead revision, the physician connected the rv lead into the incorrect port. Lead was revised.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).